Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a short battery life or a low battery alarm and sensor glucose vs blood glucose. The customer reported no adverse event. The event involved product(s) mmt-1884l, and mmt-7040a. The customer reported pump was dropped/bumped and/or the pump has possible physical or cosmetic damage. The customer is reporting a discrepancy between sensor glucose and blood glucose. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-1884l. No product return is required for mmt-7040a.

Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: normal low battery alarms on 10/22/2024 21:55:00, 10/01/2024 17:34:02 and 09/12/2024 07:33:00. Pump passed self test and active current measurement. No unexpected replace battery alarm or low battery alarm during testing. However, pump received with a high sleep current measurement. Battery cycle 4.0 received the lowbatteryalert (104) on 10/22/2024 21:55:00 after more than 7 days at 21.18 days. Battery cycle 3.0 received the lowbatteryalert (104) on 10/01/2024 17:34:02 after more than 7 days at 19.41 days. Battery cycle 2.0 received the lowbatteryalert (104) on 09/12/2024 07:33:00 after more than 7 days at 20.99 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. Swapping out test boards confirms high sleep current measurement is isolated to pcba 1. The p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: scratched case, battery tube threads - cracked and cracked case-corner of belt clip rails. Customer alleged for unexpected low battery alert was not confirmed in the pump history. Unexpected battery power loss and charge/battery lasts less than expected were not confirmed. Pump received with a high sleep current measurement, problem isolated to the pcba 1. Cosmetic damage location not specified, however, confirmed at the corner case of belt clip rials and battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.